Event description:
The hospital cath lab technician reported that a perforation had occurred. A patient had presented with an occlusion at m2 segment. A guidewire and zoom 55 were advanced to m2 segment with ease. The zoom 55 was attached to vacuum for aspiration. After the first pass, contrast was injected and a perforation of m2 vessel was noticed. The vessel was repaired with coils. The physician was not sure whether it was the guidewire or zoom 55 that had caused the perforation. He speculates it was the guidewire. There was no device problem reported.

Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. No additional information or case images could be obtained. The exact date event could not be obtained. Since the device was not returned for investigation and with limited information and no case images provided, the exact root cause of the vessel perforation is unknown. The physician speculates the cause of the event was the guidewire. There was no device problem reported. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection are completed prior to release to ensure the device met specifications.